Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the buttress/compression nut and blade/screw guide sleeve were stripped. No further information provided. This report is for one (1) buttress/compression nut. This is report 1 of 1 for (B)(4).